Manufacturer narrative:
A user facility medwatch (B)(4) was received on 10/14/2016 for this reported event. The supplemental MDR was submitted on 10/18/2016 with a missing date rec'd by MFR. This follow-up MDR is being submitted with value of 10/14/2016.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The instrument was found to have a broken yaw pulley. The yaw pulley was missing a piece approximately 0.14 x 0.08. This allowed the grip to move within the pulley and have a larger range of motion in the yaw. The known cause of this failure is mishandling/misuse of the instrument. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, a missing fragment from an instrument was noted and could not be determined if it fell inside the patient. The exact location of the instrument fragment is unknown

Event description:
It was reported during a da vinci colostomy closure surgical procedure, while the surgeon was using the fenestrated bipolar forceps instrument, a tan colored fragment was noted to be missing on the instrument. The surgeon looked around to see if anything had fallen inside the patient but was not able to determine if anything had fallen. The customer was unsure if the instrument was damaged during reprocessing. No post-operative complications, patient harm, adverse outcome or injury have been reported.

Manufacturer narrative:
A (B)(4) was received on 10/14/2016 for this reported event.